Manufacturer narrative:
Siemens was notified of the reported event on (B)(6) 2014. This MDR is being mailed on 03/07/2014. Siemens' customer service engineer replaced the plexi strip and other components that were damaged during the reported incident. All necessary calibrations and system checks were successfully performed and the system is operational. Considering this, no corrective actions are initiated.

Event description:
Siemens was notified on (B)(6) 2014 that a male pt in early stages of dementia was undergoing a CT scan while on the table he got himself up onto his knees to leave the gantry and he apparently knelt onto the plexi strip and it broke while the gantry was in motion. The pt received lacerations on his knee and leg. Reportedly, the pt was not restrained during the scan. The pt's injuries were not life-threatening and there is no permanent disability, however, no further info is available as to the pt's status at this time.